Event description:
The physician reported, during procedure, the stent would not deploy and the stabilizer broke into two pieces. The procedure was completed with the use of another similar device. There was not allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.